Event description:
The implant surgeon, reported the following event: the pt had a total hip prothesis on the (B)(6) 2008. After feeling pain at the level of the groin, the pt had a revision on (B)(6) 2010.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.